Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a remote transmission revealed a patient notifier alert for high ventricular lead impedance and intermittent loss of ventricular capture. On (B)(6) 2015, the asymptomatic patient presented in the operating room for a ventricular lead revision. A lead fracture was noted. The lead was capped and replaced. The procedure concluded without any adverse events. The patient would continue to be monitored.